Event description:
On 10/2000, the pt underwent a wrist arthroscopy using a capsure wand. According to the doctor, the shaft of the wand became hot during surgery resulting in a burn to the pt's skin around the arthroscopy portal. Approximately four weeks after the surgery, the pt was doing finger exercise when they felt a snap in their wrist. The pt was seen by the dr within a few days, and it was discovered that damage had occurred to three tendons during the initial procedure. A second surgery was performed on 11/2000 to repair the damaged tendons. The pt is doing fine as of 12/2000.